Event description:
The patient's family member called to report that family member felt bad and called the paramedics. Before the emt's arrived pt used the suspect device to check their blood glucose and obtained a result of 119mg/dl. When the emt's arrived, their meter was used to check their glucose level and the result was 48mg/dl. Pt was instructed to eat a lot and was also treated with a dextrose IV. Glucose control level 1 and 2 were used on the system and both controls were out of range. The suspect device was replaced with new product and authorized for return to the manufacturer for evaluation.